Event description:
A report was received that the patient had difficulty charging. The physician believed that the ipg had flipped. The patient underwent a pocket revision procedure and was doing well postoperatively.